Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer observed needle breaking as a past event. The customer blood glucose level was unknown at the time of incident. The customer stated that they replaced two sensors needle. The device will be returned for analysis.